Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during tka surgery, the tip of the handle of a lgn cone impactor handle chipped off and fell into the tibial canal. From postoperative x-rays provided, the broken piece appears to be left inside the patient's limb. No surgical delay was reported to occur due to this incident. Further details concerning the patient's health status or any additional intervention required are unknown at this time.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation but the pictures were reviewed, and confirm that the tip of the device is chipped off. The clinical/medical investigation concluded that, based on the documentation provided, the root cause of the reported event could not be definitively concluded. The material composition is 17.4ph stainless steel. The externally communicating device is neither manufactured nor intended for implantation; it is not approved for long term internal tissue exposure and long-term implantation data is not available. The patient impact beyond the reported device breakage/retained tibial foreign body during the tka procedure could not be definitively determined. Although unlikely, the potential for corrosion and local irritation/migration of the cone impactor-tip fragment could not be ruled out. No further medical assessment can be rendered at this time. A review of complaint history of the previous 12 months revealed similar events for the listed device, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. The contribution of the device to the reported event could be corroborated as the device was broken and the piece was left inside the patient. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation but the pictures were reviewed, and confirm that the tip of the device is chipped off. The clinical/medical investigation concluded that, based on the documentation provided, the root cause of the reported event could not be definitively concluded. The material composition is 17.4ph stainless steel. The externally communicating device is neither manufactured nor intended for implantation; it is not approved for long term internal tissue exposure and long-term implantation data is not available. The patient impact beyond the reported device breakage/retained tibial foreign body during the tka procedure could not be definitively determined. Although unlikely, the potential for corrosion and local irritation/migration of the cone impactor-tip fragment could not be ruled out. No further medical assessment can be rendered at this time. A review of complaint history of the previous 12 months revealed similar events for the listed device, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. The contribution of the device to the reported event could be corroborated as the device was broken and the piece was left inside the patient. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. Case-2022-00091215-1